Manufacturer narrative:
Field service engineer (fse) was dispatched. Fse cleaned all ise tubing and j nozzles. Fse replaced the buffer and sample syringes. Following service, fse performed precision and full qc with acceptable recovery. No further issues were noted. Associated mdrs: 9612296-2015-00016 and 9612296-2015-00018. (B)(4).

Event description:
Customer reported issues with the au680 clinical chemistry analyzer generating false high sodium (na) and chloride (cl) results. This MDR reports the event that occurred on (B)(6) 2015; on (B)(6) 2015, the instrument generated elevated na and cl results. Customer provided data for one patient sample on this date. The customer made no indication of result flagging or analyzer alarms for this event. The patient sample was retested on an alternate instrument in the laboratory and the na and cl results were within assay reference ranges. The normal results were reported. No erroneous results were reported out of the lab. There was no change to patient treatment associated with this event. Customer noted that ise calibrations for that day had required multiple attempts for acceptable calibration to pass. Quality control (qc) results were acceptable and within facility generated ranges.